Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia event coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The hernia was located "in the right side of the stomach, two inches by the belly button." The patient was hospitalized and discharged in the same month for the event. The cause of the hernia was unknown. The hernia was not diagnosed prior to the start of pd therapy and did not worsen with pd therapy. The patient underwent hernia repair surgery as treatment for the hernia. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.